Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable defibrillator, far field p-wave oversensing was observed on the ventricular lead. The device was reprogrammed and the oversensing was resolved. The patient was fine.